Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Prior to inserting the xtr clip delivery system (cds), it was noted that a posterior flail was present. The cds was advanced and grasping was performed at a3p3, but due to the posterior leaflet flail, the clip was repositioned prior to successfully grasping. The clip was deployed. However, after deployment, the clip arms immediately opened to approximately 40-60 degrees. The physician stated that both leaflets remained inserted in the clip arms but were mobile. Therefore, a second mitraclip was implanted to stabilize the implanted clip. Mr reduced to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, a definitive cause for the reported unintended movement (clip open- locked) could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action will be implemented in this case. H6: device code 4003 removed.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that after the clip opened, the posterior leaflet became mobile inside the clip. However, the clip itself was not mobile on the leaflets and the clip arms did not move anymore after the clip opened. No additional information was provided.